Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 414 mg/dl at the time of the incident. The customer treated their unexplained blood glucose levels with manual injections. The customer was assisted with checking their basal settings. The customer mentioned that they found blood in the cannula. A high pressure test was conducted but the insulin pump failed to pass the test. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had no excessive no delivery error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner, cracked lcd window and minor scratched lcd window.